Event description:
The baxter sales representative reported, on behalf of the customer, a leak near the hub when attempting to administer tpn with this clearlink system extension set. This report occurred in an unknown unit of the facility. The nurse normally does not tighten the connections prior to use which is recommended. This incident occurred during priming. There was no patient injury or medical intervention associated with this report. Samples are reported to be available for evaluation. No additional information was available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
The device has not yet been received for evaluation. Should the set be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available. (B)(4).